Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
On (B)(6) 2026 in australia, patient experienced a bent cannula in the abdomen on the 5th day of infusion set use due to subcutaneous tissue on the leaner side of the abdomen, resulting in high blood glucose that was treated with a manual bolus via pump.